Manufacturer narrative:
One of the retaining tabs at the distal end of the shaft. This type of damage is consistent with bend stress overload.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-s1. It was reported that the tip of the driver broke off during tightening of the set screw. The tip was retrieved from the patient. No patient complications were reported.